Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of one-link microbore catheter extension sets leaked from the screw by the needle-free IV (intravenous) connector. The leak is from the connection that is unbounded. Fluid also backs up into the extension tubing at times. There was no report of patient injury or medical intervention associated with this event. No additional information is available.